Event description:
It was reported that 10 minutes after the start of treatment with a polyflux 140h dialyzer, an external fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; however two photos were provided for evaluation. Visual inspection of the provided photos shows the product during treatment. Photo one shows a water drop in the header area and photo two shows a part of the product label. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.